Manufacturer narrative:
The customer called technical support to report that data acquisition (da) printed circuit board assembly (pcba) was broken. Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the data acquisition (da) printed circuit board assembly (pcba) was broken. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that data acquisition (da) printed circuit board assembly (pcba) was broken. The investigation is ongoing.